Event description:
It was reported that the pump flipped in pocket and was difficult to fill. The severity of the event was determined as mild and the event outcome was reported as ongoing. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).